Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was "switching to defib mode." No further explanation was provided. Upon evaluation of the customer's device, physio-control observed that both of the energy select buttons on the main keypad assembly were inoperative, so the amount of desired energy could not be adjusted. Physio also observed that the device was unable to change between AED mode and manual mode. Additionally, physio observed that the device was unable to charge (in order to shock) when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.